Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during simple coiling of a middle cerebral artery (mca) bifurcation, the subject coil became detached from introducer inside the microcatheter. The subject coil was pulled with the microcatheter outside the patient. After coil extraction we found thrombus at the distal tip of the coil. Another coil used with the same size and the procedure continued normally. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject device got detached inside the shaft of the microcatheter. The physician pulled out the subject device along with the microcatheter and found a thrombus at the distal tip of the coil. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject device got detached inside the shaft of the microcatheter. The physician pulled out the subject device along with the microcatheter and found a thrombus at the distal tip of the coil. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.